Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation, we will continue pursuing the devices being returned by the customer. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - catsweb complaint (B)(4). Device #2: lot # 25051234, expiration date: 01/31/2013.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, five heartstring iii seals were stuck in the loader, a replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. Note: the hospital reported that four heartstring belong to batch number 25051234 and one device belongs to batch number 25059262.